Event description:
It was reported that an ilet pump displayed multiple alerts indicating the need for replacement, and the user restarted the device per guidance; the event was associated with device malfunction consistent with a mechanical problem and included software runtime, state, and algorithm data parity errors. Symptoms included hyperglycemia to 227 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.